Event description:
I had a pelvic endoscopy and am concerned that part of the surgical device was left in my body. Detailed account has been included with this report. Approx 20 yrs ago, I had a pelvic endoscopy at (B)(6) hosp (now (B)(6)) in (B)(6). Four years later, at (B)(6), I had a complete hysterectomy. I believe that the second surgery was a result of the first - that the part of the surgical device may have been left in me accidentally. I continue to suffer symptoms and side effects which I believe are related to the initial surgery. For many years I thought that these symptoms were related to some sort of progressive disease process. I no longer think that is the case. I am seeking assistance with this situation, and asking for your help. I can most easily be reached by mail as it is difficult for me to leave my cell phone on, or for me to be around wireless network, etc. (B)(6). Initial surgery led to further surgery.